Event description:
It was reported that, an 840 ventilator had an erratic the lower display while in use on a patient. The patient was not harmed or injured as a result of the event. The patient was removed from the ventilator and placed on an alternate ventilator. The evaluation and repair of the device has not been completed.